Event description:
It was reported that on an unknown date, the handle with the mini quick coupling would not hold a bit securely. It is unknown when the issue was observed. Patient involvement is unknown. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. This report is for one (1) hndl mini qc, stainless steel this is report 1 of 1 for complaint pc (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary : service and repair evaluation: the customer reported the handle with mini quick coupling will not hold a bit securely. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is test ok. The item passed synthes final inspection on 08-june-2022 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review : review of the device history record(s) for part # 310.95, synthes lot # 2469984 showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.